Event description:
It was reported that the device was dropped when the patient fell, resulting in a cracked ilet screen. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or medical care. Investigation included customer interview and complaint handling review. Investigation of this case revealed physical damage to the user interface display consistent with accidental drop, with no indication of device malfunction or alert behavior prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to impact.